Event description:
Clinical narrative: impella 5.5 was inserted via axillary artery in a 55 year old male patient presenting with acute decompensated heart failure. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. The device was inserted without noted incident. While on support the device performed as expected, p-8 4.4l/min with sodium bicarb in the purge solution. There were concerns of ao placement signal drift, due to the fact that the patient had arterial line yesterday and the ao placement signal was about 22 points lower than arterial line. The patient remained hemodynamically stable with stable clinical markers. There were also noted thrombus concerns affecting the purge flow. It was noted that there was an abrupt decrease in purge flow rates. Reportedly, purge rates had been consistently in the 8 ml/hr range and acutely dropped to approximately 5 ml/hr, however, this is still within normal limits. Per md, standard troubleshooting for purge line kinks was performed with no visible kinks identified in the purge tubing/system. Upmc mcs engineering/critical care team are reportedly suspicious for possible purge gap biomaterial and/or potential clot formation near the pump outflow area. Per team, at this time of report on 5/9, no plan for tpa protocol initiation, though monitoring purge rate trend % drop closely from baseline. Current plan of care is that if purge flow rates decrease further below approximately 4.5 ml/hr, they¿ll review and re discuss consideration to tpa purge protocol/tpa purge bag. Patient was reported stable, awake, sitting up in bed, conversing with care team, and currently awaiting heart transplant. On 5/10 the decision by medical team was made to add tpa to purge solution, which is off label use, due to purge flow below 4.5, which is still within range and there were no noted purge alarms. Purge rate returned to baseline ~ 8ml/hour. There were no other clinical events noted. On 5/17, during a purge cassette change, the automated impella controller (aic) failed to recognize proper installation of the purge disc component despite an audible click indicating appropriate seating. Multiple attempts were made to place the cassette (approximately 4¿5 times), but the aic repeatedly did not detect the purge disc, although the cassette was confirmed to be properly installed. Troubleshooting was performed, including replacement with a new purge cassette; however, the issue persisted. A second aic console was then brought to the bedside, and upon connection, the purge cassette was successfully recognized and the system functioned normally. Patient support was successfully maintained by transitioning to the second aic. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.